Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to add patient to the patient list. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not adding one patient to the patients list. A technical support specialist logged into the server and located patient details in ephi (v1.6.1). Confirmed the patient was assigned to unit k2no, which was part of area k2no, and verified that the device and area assignments matched. Patient inactivity was set to 60 and had not expired. Datasync logs showed current and running status, and no relevant messages were found in healthsight viewer. Sql database revealed the patient was transferred from unit apre to k2no. Attempts to contact the customer by phone were unsuccessful, so a follow-up email was sent. Further review showed two entries for user, but the system only recognized one when both were selected. No transactions were found on unit k2no. Encounter key and assigned unit key were identified, and it was confirmed that the patient was transferred from k2no to k2so. Root cause could not be determined as the patient had already been moved out of the unit. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to add patient to the patient list. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.